Event description:
Litigation alleges that patient has experienced persistent soreness, pain, and discomfort in his right hip, buttocks, groin, and thigh, which has increased over time; stiffness; decreased range of motion; and elevated levels of cobalt and chromium. Upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.